Manufacturer narrative:
B.5 corrected information was received that cardiomyopathy should of been omitted from the initial manufacturer device report number 1220648-2025-26312. H.6 due to corrected information received, health effect impact code 1764 should of been omitted from the initial manufacturer device report number 1220648-2025-26312.

Event description:
The clinical study further reviewed the patient information and determined that the ischemic cardiomyopathy was determined to be not related to the impella or impella procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received from the protect IV study and found the patient had ischemic cardiomyopathy with a definite relationship to the impella device and a probable relationship to the impella procedure. The patient was with new onset symptoms of chest burning sensation discomfort and shortness of breath with activity and exertion. The patient was referred for a cardiac catheterization and possible percutaneous coronary intervention. In-stent restenosis was found to the distal left main, mid left anterior descending and chronic total occlusion to the left circumflex. The patient underwent impella assisted pci, which was complicated by relatively asymptomatic hypotension and acute kidney injury now resolved. The acute kidney injury was noted as a probable relationship to the impella procedure and a probable relationship to the impella device. Entresto and spironolactone were held to re-assess renal function. The following day, it was noted the aki was improving. Entresto was discontinued in favor of valsartan. Spironolactone was reinitiated. And as noted above, the aki had resolved (after three days from on-set) and the patient was discharged.